Event description:
It was reported that 1 day after implantation of an intraocular lens (iol) into the right eye, the patient presented with micro hypopyon, 1-2+ cells, and decreased visual acuity. Based on the findings the surgeon concluded the cause as toxic anterior segment syndrome (tass). Cultures were taken and the results were negative. The patient was treated with prolensa, besivance, loteprednol etabonate. They also received an injection of steroids by a retina specialist. In the surgeon¿s opinion, the most likely cause of the event is a variant of tass. Patient outcome is reported to be good.

Manufacturer narrative:
The device remains implanted. Investigation of this event is in progress. Recall of device is underway.